Manufacturer narrative:
Concomitant medical products: 638rl32 heart ring, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant the right atrial (ra) lead exhibited diminished sensing, no capture and had a dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.